Event description:
There was no pt involved in this event. This device malfunctioned because the device shock button is not functioning correctly.

Manufacturer narrative:
On visual inspection of the pad carry case there was clear evidence of water damage to the case and to the pad instruction manual. The pad device had also some evidence of discoloration on the speaker housing. Routine testing confirmed that this device was installed by the customer in june 2012 and performed to specification up in may 2013. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on 05/14/2013 and continued up to 05/27/2013. Investigation confirmed a fault with the device microprocessor. This is the condition required to set the device to CPR advisor mode. Inspection also revealed corrosion on the membrane tail which connects the membrane to the printed circuit board. The fault of the microprocessor is likely to be due to the corrosion found on the membrane tail. The presence of corrosion on the membrane would indicate that the device may have been stored in an adverse environment. The device membrane was replaced and unit left under test for 48 hours. The unit did not turn on or display any fault. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.